Manufacturer narrative:
Investigtion of this event is in progress. A supplemental report will be submited upon completion of the investigation.

Event description:
It was reported that there was no liquid in the vial. The product did not come in contact with the patient. Another lens of the same model was used to complete the surgery.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
The lens and lens vial were returned for evaluation. The vial contains no fluid. The lens is in a dried condition and is in the vial positioned correctly, as it should be. Particulates, saline dendrites, dried solutions and white crystal like particles are visible on the optic and haptics. The lens is not damaged. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The septum is damaged/cracked. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum cannot be determined. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.